Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: bf-1t260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope bf-1t260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited burns on the plastic distal end cover. There was no patient involvement.